Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis: the device was returned and analyzed. The longevity calculation equaled 76%. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Concomitant products model #407652 implantable pacing lead, implanted: (B)(6) 2008; model #694765 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. It was noted that the device had normal outputs and no shocks delivered other than testing during implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.